Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Event description:
During a routine shift check, the customer found that the autopulse platform (sn (B)(6) displayed "system error, out of service, revert to manual CPR." No patient involvement.

Manufacturer narrative:
The correct initial awareness date of the initial MDR should have been september 12, 2025. Sections b3 and e1 (post office or zip code) were corrected. Sections h4, h6, and h11 were updated. The customer informed zoll that they decided not to proceed with the repair. The autopulse platform will be returned to the customer unrepaired and not certified for patient use, with a label stating, "not for clinical use."